Event description:
PICC line placed in left arm. X-ray obtained and revealed that line was a little too far and attempted to withdraw line slightly back. Tegaderm and new foam tape (in kit) formed seal around line entrapping the line. When attempting to free the line with tweezers from kit, the line snapped. Grasped length of line outside infant and removed the line completely. No injury to infant.